Manufacturer narrative:
Ascension orthopedics is still waiting on results from kidney biopsy. Supplemental report will be filed when add'l info becomes available. Re-review of manufacturing and sterilization records has shown that this component has satisfied all applicable specifications.

Event description:
Pt suffered acute renal failure following mrh implant surgery. Biopsy of kidney was taken in 2008 to determine cause of event. Still waiting for biopsy results from physician.